Event description:
It was reported that a cartridge alarm occurred during the load process with multiple cartridges. Customer's blood glucose level was approximately 300 mg/dl. Reportedly, the customer reached out to a health care professional to obtain an alternate method for insulin therapy. The customer declined further troubleshooting with tandem technical support.